Event description:
The customer's wife reported via phone call that the customer had been experiencing high blood glucose levels. Customer's wife reported that the plastic came off of one sensor and it could not be reattached. Customer's wife also reported receiving a sensor end alert. Blood glucose level at the time of the incident was over 500 mg/dl. The customer's wife was advised that the sensor would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.